Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out. The chronic right ventricular lead's impedance initially tested normal. Upon closing up the patient, increased impedance was noted. Reports indicated there was an increase in impedance to the previously tested normal value a little over a year ago. A venogram showed partial vein occlusion and a stenosis. The patient was admitted and tachycardia therapies were turned off. On (B)(6) 2017 the patient's implantable cardioverter defibrillator was relocated to the right side and the right ventricular lead was capped and replaced successfully. The patient was stable and asymptomatic throughout.

Manufacturer narrative:
A partial lead with the pin measuring 11.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.